Event description:
During a remote follow-up, myopotential oversensing was noted on the device. Technical support was contacted and the device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.